Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an infusion pump "stopped running and asked for a passcode" during therapy of an unkown antibiotic (programmed amount and delivery rate unknown) in the rehab center. It was also reported that the customer was unsure if the infusion pump was a spectrum pump. It was also reported there was no patient injury. An attempt was made to contact the customer for futher infomation on the device and the customer stated the device was unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.